Event description:
It was reported that shaft break occurred and the procedure was cancelled. Vascular access was obtained via the radial artery. The 70% stenosed, 3.5x10, concentric, de novo target lesion with greater than 45 and less than 90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. A 12 x 3.50 rebel stent was advanced for treatment. However, during insertion of the device, significant resistance was encountered, and the shaft fractured. The procedure was cancelled. There were no patient complications nor injuries reported and the patient condition is stable.